Event description:
Medwatch report explains that a physician was using the needle holder in the heart and noticed a section of the jaw insert was missing. The sterile field and floor were searched, but it was not found. Pt was searched with x-ray. In 5/16 add'l info explained that the facility could not confirm the condition of the device before use. The insert was never found and the pt was discharged from the hospital. Device is being detained from the facility.

Manufacturer narrative:
It is not clear at this point if the device and/or lot info is available. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot info does become available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.